Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced an issue with the tape not sticking because the infusion set became caught on their clothing while changing clothes on (B)(6) 2026. This event caused bleeding at the abdominal insertion site. No further information is available.